Event description:
It was reported that during a coronary drug eluting stenting treatment proceducre, the stent had a rough tip. The physician attempted to advance a 2.5x20mm taxus liberte' durg eluting stent to a severely clacified lesion in an unk coronary vessel. During introduction, the physician could not push the stent catheter forward. Upon withdrawl of the stent catheter, it was noticed that the stent had a rough tip. The procedure was completed with another taxus liberte' stent of the same size. There were no patient complications and the patient condition was reported as good. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Examination of the stent revealed damage to the distal end. A distal stent strut was bent distally. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records for top assembly batch 8433060 have been reviewed and no issues of discrepancies were found. This records review confirms that the device met all specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be confirmed.